Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The backplane, power supply, hard drive cable, and vide controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that screen was not working. The field engineer noted that the customer stated system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.